Event description:
Staff members were monitoring a pt (age and gender unk) and the unit's monitor screen was unable to detect the pt's ECG trace. There is no indication of any adverse effect on the pt.